Event description:
It was reported that an erbe system; argon coagulator (apc) model apc 2 with an electrosurgical generator model vio 300 d (part number 10140-000 (B)(4) was used in a colonoscopy to treat bleeding in the cecum area of the right colon. The settings for the erbe apc/esu system were apc pulsed, effect 2 at 20 watts with a 0.8 liter/minute flow. The pt was in pain and moving around during the procedure. Eleven days later, the pt arrived in the emergency room with his cecum severely inflamed and perforated. Surgery was performed to address the issue

Manufacturer narrative:
The apc/esu system was returned and thoroughly inspected/tested. A technical safety check was performed on each unit. This included an electrical safety check, a function check of each of the equipment's features, and a power output check. Also, the gas flow rates were measured and found to be within their acceptable ranges for the apc. All features were/are functioning properly within specifications on both device and most specifically all of the outputs were/are within specifications. In addition, no anomalies were found in the device history records (dhrs) for the apc and esu. In conclusion, no erbe equipment problem was found that would have caused or contributed to the event. It appears the pt may have experienced neuromuscular stimulation (nms). Incidents of nms are well documented in electrosurgery. Inadvertent stimulation of a pt's muscles and nerves are caused by low frequency currents originating either in low frequency current sources or in electric arcs between the active electrode and a pt's tissue. Low frequency current may be a result of a demodulated high frequency current from the generator. This issue is addressed as a warning in our equipment manuals. This may be caused by loose connections between the unit, adapters and/or cables; active cables (i.e., monopolar cords) with unseen broken wires under cord insulation; insulation failure between an active electrode and a metal cannula in laparoscopy, etc. Also, stimulation has been seen when working near nerve bundles, etc. Most likely there were many factors involved with the incident. However, it appears that upon argon plasma treatment in a thin walled area (i.e. The cecum) to control bleeding, the remaining wall was not sufficient to remain intact which resulted in the perforation. Nonetheless, the account will be instructed to evaluate or have an evaluation performed on all of the accessories (i.e., footswitch, cables/cords, attached instruments, etc) that are being used with the system to ensure that they are functioning properly. Additionally, the customer will be asked to make sure that all connections are secure prior to the equipment being activated. The involved medical personnel are being made aware of the findings. Per the account, no further in-servicing work is necessary at the medical center. Erbe USA, inc. Is now closing the file on this event.